Event description:
It was reported that the patient woke-up paralyzed from the waist down. The patient had an appointment with the hcp but felt that the "paralysis was treated rather lightly". The patient returned to the emergency room and was seen by a neurosurgeon for evaluation. An MRI was performed and it was determined that a small growth "about the size of a pea" had developed on the spine. The patient had surgery over a month later and the "granuloma was removed and the needle moved down". The intrathecal medication dose has been reduced to prevent future inflammatory mass. The pump was used to deliver dilaudid, dose and concentration was not specified. The patient status was reported to be good. Follow-up information has been requested.

Manufacturer narrative:
.